Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent restenosis requiring intervention. Device issue: none. It was reported that two vision stents had restenosis; therefore, a cypher drug-eluded stent was implanted to treat the lesion. No additional pt or event information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.